Event description:
It was reported that on (B)(6) a patient was lying down in the decubitus position with the affirm stereo biopsy unit set up in the cc position. The patient was in compression when the technologist attempted to adjust the target guidance monitor. The tech tried to move the monitor slightly towards the radiologist when the c-clamp became detached, causing the corner of the monitor to strike the patient in the eyebrow making a laceration. The patient required stitches. No additional information available.

Manufacturer narrative:
On (B)(6), 2024, a patient was lying down in the decubitus position with the affirm breast biopsy guidance system (abbgs) (serial number (B)(6) set up in the craniocaudal (cc) position. The patient was in compression when the technologist attempted to adjust the biopsy control module (bcm). The technologist tried to move the bcm slightly towards the radiologist when the attachment bracket became detached, causing the corner of the bcm monitor to strike the patient in the eyebrow making a laceration. The patient required stitches. The procedure was able to be completed with the same device. This part was not returned. The part was not returned by the customer, so the investigation will be limited. The user manual for the abbgs states ¿make sure that this adjustment holds the bracket in position. If the bracket moves, or you cannot get the bracket to lock fully into position, adjust with the clamp adjust knob.¿ the customer stated that attachment may not have been tightened. There have been no prior complaints of this behavior on this system and no complaints since this incident. The customer was able to continue using biopsy control module and abbgs. The probable cause is user error for not ensuring that the attachment bracket was securely attached. The root cause is unknown. In summary, this event was most likely caused by the user who did not tighten the clamp adjust knob according to the user manual. The customer was able to continue using the biopsy control module (bcm) to complete the procedure and there was no alleged product defect. A corrective and preventive action (CAPA) for this event is not needed because this occurred due to user error despite the documented instructions. Additionally, the calculated risk index is low, which is acceptable. Future events will be trended and monitored. Complaint confirmed: no device history record (DHR) review: UDI: (B)(4). Sku: rm-stlc-00004 serial number: (B)(6). Date of manufacture: 8/5/2022. Date of installation: unknown ¿ this information is not available. Shipped on date: 8/22/2022 incident date: (B)(6) 2024. Date of part manufacture: unknown. DHR review summary: since this is the original part, a DHR review was performed. There were no discrepancies related to the biopsy control module (bcm).